Event description:
Product analysis was completed and approved for the returned generator. The device output signal was monitored for more than 24 hours while the generator was placed in a simulated body temperature environment. The generator showed no signs of variation in output signal and demonstrated the expected level of output current. The generator performed according to functional specifications. The battery was measured, confirming the reported near end of service condition. Electrical tests were performed and indicated that the pcba performed according to functional specifications. Based on the electrical performance of the generator, it was determined that no anomalies existed and the battery depleted as expected. No additional performance or any other type of adverse conditions were found with the generator. No additional, relevant information was received to date.

Event description:
An implant and warranty form was received for the patient's battery replacement surgery. It was indicated that the generator was replaced due to battery depletion. The explanted generator was returned for analysis. Analysis was not completed to date. No additional, relevant information was received to date.

Event description:
Clinic notes were received for a patient's battery replacement referral. The vns device was evaluated and was stated to be at end of service (eos) condition. The attached programming sheet noted that the patient's settings were not pulsedisabled as per the model 103 generator design (device will disable when the device reaches end of service condition). The device showed to be at near end of service condition, in which therapy is still expected to be delivered as intended. The referral request noted that "vns is at eos and increased seizures". No known surgery has occurred to date. No additional, relevant information was received to date.